Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing threshold measurements due position of the lead was suboptimal. A new lead replacement was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high pacing threshold measurements. The patient was initially scheduled for lead replacement due to lead's position which was at suboptimal. This lead was abandoned surgically and a new lead was placed. No additional adverse patient effects were reported.